Event description:
The following was reported to hamilton medical ag: your hamilton c1 sn (B)(6) which appeared to have an event of turning off for 2 minutes, then turning on while on a patient reported by the family; no patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: your hamilton c1 sn (B)(6) which appeared to have an event of turning off for 2 minutes, then turning on while on a patient reported by the family; no patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).